Event description:
It was reported that the patient had a reaction to the dream tap. The patient received the device on (B)(6) 2021 (exact date unknown) and used it the same evening. The reaction occurred on (B)(6) 2021. The patient experienced "an irritated tongue, and lower lip has a sore." The office thinks it is because of metal." The patient wore the appliance for 6 months (discontinued 1-2022 with the symptoms resolving in about a week. The patient was advised to discontinue the use of the device and to get an allergy test. There is no medical history noted nor are there any allergies reported.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: the patients weight is not provided as it is not taken at the time of the appointment. However, the weight is noted as (B)(6).

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results : no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays in an unmarked case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned slightly yellowish due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined the complaint is rather a mechanical irritation due to the metal parts. Per dreamtap patient instruction_prtd41 rev. G, the "home care instructions" section states the following: "each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. The tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate." Per dreamtap patient instruction_prtd41 rev. G, the "warnings" section states the following: patients who are sensitive to nickel or self-curing acrylic may experience allergic reactions. Per dreamtap patient instruction_ prtd41 rev. G, the "warnings" section states the following: the metal parts are made of medical grade stainless steel or cobalt chromium. If the patient experiences any reaction, have him/her contact the prescriber immediately. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
It was reported that the patient had a reaction to the dream tap. The patient received the device on (B)(6) 2021 (exact date unknown) and used it the same evening. The reaction occurred on (B)(6) 2021. The patient experienced "an irritated tongue, and lower lip has a sore." The office thinks it is because of metal." The patient wore the appliance for 6 months (discontinued (B)(6)2022 with the symptoms resolving in about a week). The patient was advised to discontinue the use of the device and to get an allergy test. There is no medical history noted. The patient has known allergies to phenobarbital.

Manufacturer narrative:
Additional data: b2, b7, d4, h6 (health effect - clinical code, and type of investigation code) corrected data: b5, g4, h4, h6 (health effect - impact code) CAPA: ca-00016 manufacturer reference: comp (B)(4).